Event description:
It was reported that the lead dislodged to the patient's shoulder and wrapped around the device. The physician replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.